Event description:
Had morphine pump refilled and dosage changed. Family claims pt had problem after the dosage change.

Event description:
Add'l info rec'd from rptr 7/9/02: the deceased was found dead upon the arrival of the police (with paramedics) at their residence. The deceased's morphine dose had been increased the day before death with "complications". Rptr #1 stated that they saw pt at about 05:30 and the pt complained at that time of profuse vomiting and itchy skin. A letter dated the day of death to the medical examiner's office from the deceased's medical dr indicated that the "morphine pump was refilled uneventfully". Autopsy noted pulmonary and cerebral edema, hypertrophy of left and right ventricles, severe fatty infiltration of right ventricle, acute ischemia of right ventricle and a bridging left anterior descending coronary artery, but has not stated the cause of death. The cause of death is still under investigation. On 7/8/02 medical examiner's office gave the morphine pump to FDA investigator.